Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device uploaded properly using care link pro and all bolus data recorded properly on data report. No history anomaly noted. Device had cracked case at display window corner, broken reservoir tube lip, minor scratched and cracked display window, and stained end cap sticker. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on reservoir and drive support cap was sticking out. The customer's blood glucose level was 340 mg/dl. The insulin pump will be returned for analysis.